Manufacturer narrative:
(B)(4). Results (other): visual inspection of the returned product showed the lens was split and pieces of it was torn off and missing. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported that the surgeon inserted an (B)(4) three piece silicone lens and noted a haptic was bent. After trying to position without success, the lens was removed and another same model, same size lens was implanted with a new epiphany system. There was no patient injury.